Event description:
After the instrument was plugged in, and connections checked, staff could not obtain images with the imaging catheter. A new catheter was obtained and utilized with out issues. It is unknown if the new catheter was of the same or different lot.